Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. There was no reported adverse effect to the customer's blood glucose level. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable.

Event description:
Complaint has been evaluated and the alleged issue was addressed with the technical support team assigned to the customer¿s location. No product returned for evaluation. The information has been added to the database for trending purposes. Trends will continue to be monitored.